Event description:
It was reported to philips that the system shutdown unexpectedly and did not turn on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to adjacent room. Philips field service engineer (fse) conducted an onsite visit and discovered that the l2 breaker located in the m rack was turned off. Upon troubleshooting, fse identified the issue as a faulty ippc power supply. To resolve the problem, fse replaced the ippc along with its three hard drives and recreated the system image drive and return the part for further analysis and found power supply ac connector has arc damage, and failed component identified as power supply. After the replacement of the ippc with the 3 hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.